Event description:
In this event it is reported that bobcat pro g130 overheated, hand piece melted inside the hand piece cable and circuit board smelled burned. During the evaluation of a returned g130 that was allege to have a melted handpiece inside the handpiece cable, it was found to have no water flow due to the melted handpiece and glued tip. No injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. After inspection it was found w4e water sol,iso valve clogged melted insert inside handpiece. Melted cover where handpiece was resting. No water flow due to melted handpiece and glued tip not allowing water to flow. Replaced handpiece, cover and added insert. Tested unit to manufacturing specifications. DHR review is not required because the product was returned for evaluation and the customer complaint is a known hazard. Customer complaint is a known hazard and is tracked as part of monthly psc meetings.